Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
During surgery, te tip of the pin broke off in the glenoid.it was left in patient.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.